Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to broken traces at the keypad flex connector also, traces of corrosion were found at the keypad traces per our visual inspection. Unable to perform functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test due to keypad anomaly. No button error alarms noted. The insulin pump had cracked case at the display window corners, minor scratched lcd window and peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error while she was in the waiting room at the emergency room. The customer was at the hospital due to symptoms of diabetic ketoacidosis. The blood glucose reading was 118 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.